Event description:
Information was received that the patient stated she was in pain for the past year. Her breast hurt all the way up her neck along the wire hurt. Further information was received that the patients device is still on. The patient reported many complaints including pain from neck incision to chest incision to her underarm, along with reports of decreased memory, increased depression, and trouble with cognition. The patient stated that the device was turned off at one point but made no difference in the pain that she was experiencing so it was turned back on. The patient stated her neurologist does not feel that she has epilepsy. The patient denied that the pain was increased with stimulation, just that it was constant but increased when the patient touches the area or tries to sleep on her left side. Per the physicians office, the pain also got worse with increasing settings. No additional relevant information has been received to date.

Event description:
Initially, it was assessed that the patient's "feeling poorly" with the vns was pain due to the presence of the vns at the neck and chest. Information was later received noting that the patient complained of pain in the left breast, left neck, and incision site, and the pain is due to the patient "having more pain than she expected post surgery." It was noted that the vns was disabled due to these events, and the disablement was for patient comfort, not to preclude serious injury. It was stated that other non-vns factors possibly contributing to the patient's pain are "anxiety, depression". It was also stated that there was no improvement in pain or comfort when the vns was disabled. No additional relevant information has been received to date.

Event description:
It was reported by a patient after their vns implantation surgery that they had two seizures in the morning "though they never have seizures". No additional relevant information has been received to date.